Event description:
Reportedly, during patient use, a "backup battery failure" occurred. The internal battery was replaced. Patient was manually ventilated and switched to another ventilator. No adverse effect or patient harm was reported.

Manufacturer narrative:
(B)(4).